Event description:
It was reported that on (B)(6) 2012, a physician was unable to interrogate a patient's device. The patient was sent home without programming or interrogation. The patient underwent generator replacement on (B)(6) 2012. During the surgery, communication with the generator was successful, and all diagnostics were within normal limits. The physician reported that the handheld device can stay plugged in for one week; however, as soon as it is unplugged, the battery depletes within a few seconds. The physician is usually able to interrogate while the handheld device is plugged in, but sometimes, interference keeps him from being able to interrogate. Unplugging the handheld device results in almost immediate battery depletion. No visual problems were seen with the cord. The handheld device battery was removed and did not appear to be swollen. The battery was replaced, and the handheld device was reconnected to charge. After five minutes, the device was unplugged and was at 0% charge almost immediately. The physician's wand was used to successfully interrogate a demonstration generator. Follow up showed that the patient returned to the office at a later date, at which time, the patient's generator was programmed and interrogated successfully. The handheld device has been requested but has not been returned to the manufacturer to date.

Event description:
The physician's handheld device and flashcard were received on (B)(6) 2012. The devices are currently undergoing product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was approved on (B)(6) 2012. An analysis was performed on the returned handheld. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.